Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen underneath protector was damaged so pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode, return damaged pump, and use multiple daily injections as backup insulin therapy, and customer technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.